Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 11/07/2025 - 11/08/2025. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed which showed that the tubing was separated from the third y-site clearlink in the downstream part. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was separated from the y site connector, resulting in an approximate loss of 20 ml of medication during patient infusion. The issue occurred while oxaliplatin and leucovorin were being administered with 5% dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.